Event description:
The laser system has very low output energy and it shows low power/ energy message. We are unaware about patient injury.

Manufacturer narrative:
The problem was due to hr mirror and ar mirror, that had spot on their surface. After replacement of these mirrors, the laser system returned to correctly work. We are unaware about patient injury.